Manufacturer narrative:
Evaluation summary: the angle wires have been replaced. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The angle wire is ruptured. This event occurred at the time of during inspection. There was no report of patient harm.